Event description:
It was reported that during an unrelated procedure; insulation damage was observed on the right ventricular (rv) lead. The rv lead was repaired with medical adhesive and a suture sleeve. The patient was in stable condition.